Event description:
It was reported to covidien on (b)(6 2010 that a customer had an issue with the trocar catheter kit. The customer stated that while cleaning after a surgical procedure, the nurse was stuck with a contaminated suture needle. The suture needle was located beneath the gauze and when the nurse went to pick up the gauze, she was stuck by the contaminated needle.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.